Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the customer experienced hyperglycemia. The blood glucose value went to 507 mg/dl and it was treated with insulin pump. The customer¿s blood glucose value at the time of call was 119mg/dl. The customer was using the pump within the 48hrs of reported high blood glucose event. The customer stated that the auto mode feature was active at the time of event. Troubleshooting was performed successfully. During troubleshoot it was found the time was incorrectly programmed in the pump. No further complications were reported. The product will not be returned for analysis.